Manufacturer narrative:
System analysis/service repair on (B)(6) 2016:the reported issue of ¿low energy/power and smoke from laser¿ was confirmed. Found the hvps, 1.75 kw power supply smoking; replaced power supply; replaced cloudy tab window; verified alignment, output and operations. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that towards the end of a surgical procedure "console began to have low output/energy/power; the machine started to smoke; laser shut down" was noted. Reportedly, there was a large stone which would have needed a multiple procedure approach. The procedure was terminated when laser shut down. Patient outcome: "no injury" to the patient reported.